Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician implanted a taxus express2 3.0 x 24mm drug eluting stent ot the right coronary artery (rca). In 2007, the pt presented with a very late thrombosis in the rca. The facility declined to provide additional information regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available; and we are not able to determine the root cause of this event.